Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during use of peritoneal dialysis therapy. The patient stated ¿a leakage on the cassette door after pop noise was heard¿. Renal therapy services advised the use of continuous ambulatory peritoneal dialysis and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.